Manufacturer narrative:
Date of report received: 06 jun 2019. MFR received date: 05 jun 2019. The device was not being used on a patient at the time that the reported issue was discovered. The customer accepted the purchase order and the replacement motor controller printed circuit board assembly (mc pcba) was sent to them. The customer completed the replacement and the problem was resolved. The faulty mc pcba has been disposed of, so it is not expected to be returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05feb2019. Reporter phone number unknown. The philips field service engineer (fse) confirmed the alleged issue of failed motor controller printed circuit board assembly. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reports motor controller printed circuit board assembly failed (motor controller pcba bd). There was no patient or user harm reported. The event date was not specified; estimate used.